Event description:
The customer reported that during a routine check of the unit, an "electrical test fails code #50" (motor speed out of specification) alarm was generated. No pt was involved.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem of ECG connector not working. However, the electrical test fails code #50 (motor speed out of specification) alarm was verified in the event log. The company rep replaced the motor controller printed circuit board (part number 0670-00-0004). In an unrelated repair, the self-lock shaft column fastener (part number 0105-00-0114) was replaced. The company rep performed functional and safety tests. The unit met factory specifications and was returned to the customer. Internal file: p-11-001(B)(4)42.